Event description:
It was reported that a patient suffered a cardiac tamponade requiring pericardiocentesis during the mapping phase of a cardiac ablation procedure. The event is probably related to the transeptal puncture and advancement of catheter in the left atrial appendage (laa). The procedure was cancelled and the patient was transferred to another hospital for observation. There is no claim of device malfunction.

Manufacturer narrative:
(B)(6). (B)(4).